Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device failed to shock when using internal paddles, displaying a message regarding low impedance. There was no negative patient impact.